Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system solution set leaked lactated ringers solution from an unspecified location. This occurred during an unspecified process step. It was further reported that the bag needed to be set upside down to prevent leakage. There was no report of patient injury or medical intervention associated with this event. No additional information is available.